Event description:
It was reported that pump experienced malfunction alarm with code that caller could reset, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if issue happened again.